Event description:
The devices were reported for an unknown reason. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the central prong broken and the overall device surface with signs of usage. Broken piece was not returned for evaluation and no additional damage was identified on its surface. Breakage observed was consistent with the user applying excessive leverage/torque while trialing; or by advancing the device knob before the liner was fully secure for extraction. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Please refer to the depuy synthes joint reconstruction pinnacle surgical technique for the proper device placement and poly liner extraction process. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code j0504 provided is not a valid finished goods lot number.